Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
When about to begin registration, the foot pedal wouldn't function. The physician assistant (pa) was stepping on it had direct and good force down onto the pedal. The robot was connected to the controller seeing as the field service engineer heard the two clicks and the robot allowed to get to the portion where we could step on the foot pedal. The pa kept good clean force onto the foot pedal, but the robot arm wouldn't move, even after robot was browsed through every pop up on screen asking if the surgery was ready to proceed and to put a foot on the pedal. The delay was minimal and only lasted between 3-5 minutes.

Manufacturer narrative:
It was reported that during a surgery, when the vigilance device was pressed, the software gave a message asking to press the vigilance device. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation the issue was caused by a faulty wiring of the connector of the vigilance device. The vigilance device pedal was replaced.

Event description:
When about to begin registration, the foot pedal wouldn't function. The physician assistant (pa) was stepping on it had direct and good force down onto the pedal. The robot was connected to the controller seeing as the field service engineer heard the two clicks and the robot allowed to get to the portion where we could step on the foot pedal. The pa kept good clean force onto the foot pedal, but the robot arm wouldn't move, even after robot was browsed through every pop up on screen asking if the surgery was ready to proceed and to put a foot on the pedal. The delay was minimal and only lasted between 3-5 minutes.